Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd ultra-fine¿ ii insulin syringes were missing label information. The following information was provided by the initial reporter: "...vendor lot & exp date not clear."

Event description:
It was reported 5 bd ultra-fine¿ ii insulin syringes were missing label information. The following information was provided by the initial reporter: "...vendor lot & exp date not clear"

Manufacturer narrative:
H.6. Investigation: customer returned images of shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 1067891. 3 of the shelf cartons feature a printing defect in which the lot number, manufacturing date, and expiration date are printed on the front face of the cartons as opposed to the reverse side. Additionally, one of the shelf cartons is visible crumpled on one side. A review of the device history record was completed for batch# 1067891. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of shelf carton package printing defects. A definitive root cause cannot be determined. H3 other text : see h.10